Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex".

Event description:
It was reported that there was a hole in the catheter. Additional information was received on 17-oct-2018, from the ibc, that there were no photos available.